Manufacturer narrative:
(B)(4). Batch # 244a14. Investigation summary : photos along with the device was returned for evaluation. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with an ecr45d reload present. The reload was received partially fired 1/10, with three double drivers and one single driver missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the left proximal side. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. This is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows an echelon flex 45 device outside of its packaging with no apparent damage and with the anvil and closure trigger in opened position. The second photo shows a gold reload outside of its packaging and can be seen three staples protruding on the drivers. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during the surgery, could not fire farther after fired 1/6 when severing lung tissue on the 3th firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.